Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v) diopter 21.0 and the cartridge tore while advancing the lens. The facility stated there was no damage to the lens. The lens was not implanted and there was no patient contact or injury. The contact stated that the model and lot numbers of the cartridge and injector were unknown.